Event description:
Product surveillance contacted the home patient's (hp)'s nurse regarding the system error 2240 alarm. The nurse did not remember the exact alarm, but did remember the hp's mother calling her and stating that it was something that she did. The nurse stated that they were new at therapy and the hp's mother realized that it was something really "stupid" on her part. The nurse stated that she reviewed the error with the hp and everything has been going fine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The investigation has been completed.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp)'s caregiver (cg) was not near the hc unit at the time of the call to correct the problem right then. The technical service representative (tsr) provided instructions to the cg on how to correct alarm. The cg would then call the peritoneal dialysis (pd) nurse for further instructions with therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Mother underwent a surgical kyphoplasty procedure to treat pain from a compressed vertebra resulting from a fall when she was tripped by a dog. Her lung x-rays taken just prior to surgery showed no evidence of fibrosis. Her heart was also normal with no evidence of any arrhythmia or other anomalies prior to surgery. Approx one year post kyphoplastic surgery she developed sudden pulmonary fibrosis and extreme heart arrhythmia and was dead within 3 weeks of the first onset. Her drs were baffled as to the cause. Diagnosis or reason for use: bone cement used in kyphoplasty to separate and stabilize.